Event description:
"The registered nurse reported the patient has a hickman catheter, placed some time ago. He is allergic to tegaderm, which they stopped using over the biopatch. They used a biopatch alone with a dry dressing and changed the dressing every day. Each time they removed the biopatch, the (patient's) skin came off with the biopatch. The nurse did not know if the area was moist when removing the product. The patient has a dialysis catheter, which also has biopatch around it and is not having any reaction to it." Additional information was requested.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.